Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the accounts were marked for deletion in active directory. The technical service engineer deleted the flag and was removed to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a login issue. Unable to log in to active directory. The customer reported that the issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.